Event description:
The customer states that one patient sample generated an aeroset glucose assay result of 22.0 mg/dl. The result was not reported out of the lab. The sample was retested with a value of 116 mg/dl. There is no impact to patient management reported.